Event description:
Information received on 9/23/96 indicates one cylinder was removed from the patient due to erosion through the urethra. Unable to obtain additional implant information. Information received on 10/16/96 indicates additional reason for removal as infection.